Event description:
It was reported that the battery compartment of the external pulse generator would not open. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was a broken piece of the upper case lodged in the battery release. It was also noted that the upper and lower cases were broken, both bail covers were broken, the lead flex cover was broken, the battery contacts were compressed and the ring was bent. (B)(4).